Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, none of the patients' profiles were coming up. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes . Correction: section e initial reporter zip. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was on non-profile mode. A technical support specialist (tss) logged into the medstation es and observed that the device was operating in non-profile mode, which required updating to profile mode. An email was sent to the sales representative requesting the profile update. Once the device configuration was updated to profile mode, the tss called the customer to confirm that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, none of the patients profiles were coming up. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.